Event description:
Bionector valve on the extension set cracking on the female end.

Manufacturer narrative:
Vygon (B)(6), the manufacturer of the bionector component, has performed an investigation and complaint evaluation. This kind of defect is probably due to mechanical stress applied to the bionector in association with the use of an aggressive chemical solution. The bionector was connected to a vygon PICC, but the chemical solution injected is unknown, therefore the root cause cannot be clearly defined. No corrective action will not be instituted at this time, but vygon will enter this incident into the complaint log and be vigilant for this type of complaint.

Manufacturer narrative:
There was one additional occurrence of this cause of condition in this product lot . Please reference the following MDR for additional information: MDR 2245270-2014-00046. The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.